Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The carrier tube is in rear lock position, with the bypass tube dislodged from the carrier tube distal tip. The anchor is present on the carrier tube, and the suture is not deployed. The components appear to have been fully mated and separated by the facility, as indicated in the complaint description. The returned sample was used and contained the anchor. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to gdpr a2: age & date of birth: requested, not provided due to gdpr a3a: sex: requested, not provided due to gdpr a4: weight: requested, not provided due to gdpr a5: ethnicity: requested, not provided due to gdpr a6: race: requested, not provided due to gdpr d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. After the clicks, the physician was pulling the angio-seal when the entire system unexpectedly came out of the vessel. Apparently, the inner anchoring component had not been released from the device and therefore did not engage with the vessel wall. Upon inspection, it was found that the anchoring part was still inside the device. The vessel seems to be greater than 4mm. There was no patient injury. Additional information was received on 24oct2025: the procedure sheath size used was 6 french. The patient was older with calcified artery. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no blood loss. There were no concomitant medical products used with the angio-seal.